Event description:
Customer experienced a precision problem with one alt pt sample. He released an erroneous result of 6 u per l which was later rerun and resulted 130 u per l (tested on this analyzer) and 129 u per l (tested on another 917 analyzer). This was the only sample affected. The doctor called very shortly after the incident and the pt was redrawn. The redrawn sample resulted 125 per l. Customer stated the pt was not treated based on the erroneous result. The field service rep determined a defective degasser was the cause of the issue. He also replaced the sample mechanism, gear pump head, main degasser tank and degasser vacuum pump. The field service rep verified proper analyzer operation by performing a precision, performing calibration and running qc. All results were within spec.